Manufacturer narrative:
The product in question was returned and confirmed it was not packaged correctly. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported when the doctor opened the 55mm right standard mandibular product, it did not contain the correct product. The package contained a 50mm left mandibular product. The surgeon was able to complete the surgery by implanting another device.